Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
"This particular forcep (B)(4), seems to be quite weak at the gripping ends and often when they come back in kits they are broken."